Event description:
It was reported that in a pico 14 10x30, all lights illuminated on pump. No harm or injury reported on patient. A smith and nephew back up device was used instead. It is unknown if there was any delay.

Manufacturer narrative:
H6,h10: we have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The complaint history file does not contain further instances/ related events of the reported event. The device was intended for use in treatment. The returned device was evaluated. An initial visual inspection did not identify any issues. When fresh batteries were inserted the device functioned without issue. No device errors were identified. The IFU outlines application and set-up steps. Issues during application may have contributed to the reported issue. We have not been able to confirm a relationship between the event and the device. The investigation has been closed as no device problem found. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.